Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the select buttons of ltv 1000 ventilator does not work, the volume - pressure mode button will not change from pressure to volume and the a/c - simv/CPAP button will not change from a/c to simv. The customer confirmed that there is no patient involvement associated with the event.